Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device released the clips before that the trigger was completely squeezed and/or the fired clips were partially opened. No adverse patient consequence. Another device was used to complete the procedure. There were no adverse consequences for the patient.